Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "these instruments are composed of 1 part. The tip of the universal handle has snapped off and the pink lever doesn't work for the drill clamp. The product was not returned to medtech orthopaedics , however photos were provided for review. (B)(4). The photo investigation revealed that [950501305, hp universal handle] has been broken. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the [hp universal handle] would contribute to the complained device issue. Based on the investigation findings, the hp universal handle has broken because of end of life and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: added: d9, g1 (manufacturing site name).

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: these instruments are composed of 1 part. The tip of the universal handle has snapped off and the pink lever doesn't work for the drill clamp. As per the images attached. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the hp universal handle distal tip ring is broken. Fragment was returned for evaluation. The device also shows signs of extensive use over many years. The breakage appears to be consistent with the effects of repeated use and servicing over a period exceeding 16 years. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the hp universal handle would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (a1008) provided is not a valid finished goods lot number. H11 additional narrative: added: d9. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "these instruments are composed of 1 part. The tip of the universal handle has snapped off and the pink lever doesn't work for the drill clamp. As per the images attached" the product was not returned to medtech orthopaedics , however photos were provided for review. The photo investigation revealed that [(B)(4) , hp universal handle] has been broken . The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the [hp universal handle] would contribute to the complained device issue. Based on the investigation findings, the hp universal handle has broken because of end of life and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the tip of the universal handle has snapped off and the pink lever doesn't work for the drill clamp. The product damage has been identified during loan kit inspection by the loan kit technician. There are no surgeon, procedure, or patient details available.